Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that the lead became dislodged causing diaphragm stimulation. During the repositioning of the lead it pulled apart. The lead was explanted and replaced. No patient complications have been reported as a result of this event.